Event description:
It was reported that the patient presented to the emergency room with complaints of dizziness and report of two syncopal episodes. The patient was admitted and a pause in pacing was observed on the surface electrocardiogram (ECG) by hospital staff. The device feature that monitors the pacing amplitude threshold and adjusts the outputs showed no capture without right ventricular (rv) back up pacing support because rv amplitude was programmed sub threshold. When lead testing was performed, there was no lead noise able to be recreated and there were no episodes recorded. The device feature was turned off, left ventricular (lv) lead amplitude was increased, and the rv lead was reprogrammed. The cardiac resynchronization therapy defibrillator (crt-d) and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtma1d1 crt-d implanted: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.